Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded low impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-04009. Related manufacturer reference number 1627487-2022-04008. Additional information received identified that surgical intervention was undertaken on (B)(6) 2022 wherein a new lead was added. The ipg explanted and replaced. Effective therapy restored.